Manufacturer narrative:
Submit date: 10/03/2016. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. No samples were received for evaluation. Sample analysis will be conducted if a sample is received. Details of sample analysis since a sample was not received, sample analysis could not be conducted. Root cause analysis a review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Since a safety shield defect could not be confirmed, root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Based on the description of the provided by the customer, potential contributing factors to particulate debris in the tray packs includes, but is not limited to: flaking of the barrel print off of the syringe assembly. Improper wearing of hair nets and beard covers potential contributing factors to damaged syringes includes, but is not limited to: component jams in the material transport process during either syringe assembly or packaging. The following control mechanisms are in place to prevent the occurrence and acceptance of particulate debris during the syringe molding, assembly and packaging processes: medtronic maintains material verification processes. The resin, barrel print ink and trays must pass incoming inspection and certification review requirements prior to release to the floor for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the molding, syringe assembly and packaging machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Training is conducted on the appropriate removal and disposition of jammed components from the material transport systems. The manufacture of the molded components is conducted within a validated process. Preventive maintenance and cleaning requirements are defined for the molding machines and tools to ensure process capability is maintained. The barrel printing process is validated. Ink viscosity is controlled to ensure a uniform print and acceptable ink adhesion. Ink adhesion testing is conducted on a periodic basis to verify process and product performance is maintained. The syringe packaging process is validated. Parameters are established to ensure acceptable adhesion between the tray and the lidding. Periodic requirements for equipment cleaning and maintenance are defined and documented. During manufacturing, associates visually inspect syringe assemblies to the quality inspection standard. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a customer reports that surgeon noticed a white foreign object in the syringe along with the drug which appears to be free-floating. Device was not used on a patient. The device will be returned for evaluation.